Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg test system results for 1 patient sample on a cobas 6000 e601 module. The initial hcg result was 1.31 miu/ml. The initial result was reported outside of the laboratory. The patient's nurse questioned the result because it didn't match their clinical picture and the sample was repeated. The repeat result was 264.3 miu/ml. The repeat result was deemed correct. The hcg reagent lot is 56666900 and the expiration date is 31-jan-2023.

Manufacturer narrative:
The calibration trace showed signals lower than expected. The alarm trace did not contain a conspicuous event. Qc was acceptable. There was no indication of a reagent performance issue. The field service engineer (fse) found that the sipper tubing was slightly pinched. The sipper tubing was realigned and the mixer paddle was straightened. Calibration and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.